Event description:
Info received indicates the bed has no head up function.

Manufacturer narrative:
After replacing the head up and down valves, the technician replaced the CPR valve to repair the bed.